Event description:
Consumer complaint of low blood results. Customer performed a blood test at the time of the call, resulting in 116mg/dl. The customer stated he thinks his result right now should be around 170mg/dl. Reviewed the last 5 blood results in the meter memory: (time and date not set); 116mg/dl (B)(6) 11:14pm, 82mg/dl (B)(6) 11:21pm, 141mg/dl (B)(6) 9:14pm; 116mg/dl (B)(6) 11:43am, 276mg/dl (B)(6) 10:29pm. Customer stated his normal glucose range should be around 120-200mg/dl. The customer states he feel physically ill, but denies that he has needed any medical attention. Based on parkes error grid analysis, the bias between the result given from the trueresult meter (82) and the result obtained using another meter (200) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Evaluation of returned product resulted in no defect found with the meter. No test strips were returned. Most likely underlying root cause of malfunction: user had poor storage of test strips, user had inaccurate reference, user reused test strip, user's test strip had poor fill. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/10/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Customer performed a blood test at the time of the call, resulting in 116mg/dl. The customer stated he thinks his result right now should be around 170mg/dl. Reviewed the last 5 blood results in the meter memory: (time & date not set): (B)(6). Customer stated his normal glucose range should be around 120-200mg/dl. The customer states he feels physically ill but denies that he has needed any medical attention. Based on parkes error grid analysis, the bias between the result given from the trueresult meter(82) and the result obtained using another meter (200) is located in zone c. No adverse event reported.